Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the mid right coronary artery (rca). Reportedly 2.00x15mm mini trek balloon dilatation catheter (bdc) was used for dilatation; however, the balloon was noted to rupture during the first inflation at 12 atmospheres. The mini trek bdc was replaced with a non-abbott bdc and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.